Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's nurse reported via phone call that the patient was hospitalized for high blood glucose. The patient's blood glucose exceeded 300 mg/dl and she was treated with insulin drip. The nurse troubleshot the insulin pump and the device passed the displacement test, self test, and high pressure test. The alarm history was inspected and everything was fine. No products were returned or replaced.